Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they feel the device possibly misidentified p waves as ventricular beats and feel they should have received an asystole alarm for bed 6024-1 on (B)(6) between 07:19:31 to 07:19.39. The patient experienced syncope and required insertion of a pacemaker. The patient is fine and has been discharged.

Manufacturer narrative:
Philips field service engineer (fse),, pulled the central station audit logs and gathered strips for review by philips quality and software engineering development. A review of the audit logs show that for (B)(6) on (B)(6)2017 between 07:19 to 07:22 a run of pvc¿s and extreme brady alarms were generated. From review of the strips by philips algorithm specialists, it appears that there was a short duration of complete heart block, but the algorithm classified several p-waves as valid beats. This was due to the p-wave amplitude not dropping below the algorithms¿ minimum detection threshold of 0.15 millivolts. According to the provided strips, the algorithm was counting the p-waves as r waves since they were approximately 0.2 millivolts in amplitude. It is also important to note that when the algorithm sees new beat shapes and attempts to detect and classify them, clinician input via review of the classification and use of the ¿relearn¿ function will allow for optimal beat classification and subsequent alarm generation. No device malfunction occurred, this is considered a user misunderstanding/clinical app support with regard to the arrhythmia algorithm. Conclusion: no device malfunction occurred. .